Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 900 mg/dl at the time of incident. The customer stated that they wearing insulin pump and went to swimming and insulin pump got blank screen and got damaged. The insulin pump will not be returned for analysis.